Event description:
The device was returned to the manufacturer, analyzed and subsequently tested out of specification. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient's information is not generally available due to confidentiality concerns. Evaluation summary: preliminary analysis revealed the device had no telemetry and no pacing output. The device lost telemetry and function due to battery depletion. The cause of the depletion could not be determined. Because there were no implant or explant dates provided, there is no way to determine if the device met expected longevity.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) preliminary analysis revealed the device had no telemetry and no pacing output. The device lost telemetry and function due to battery depletion. The cause of the depletion could not be determined. Because there were no implant or explant dates provided, there is no way to determine if the device met expected longevity.